Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for spinal pain indications. The patient reported that for about the past 2 months their pain had escalated and increase so much and patient was in more pain than they were prior to pump implant. Patient stated since implant, the pump therapy had not helped and neither had the boluses. Patient stated she felt that the catheter was not in the right place and states the tissue around and above the pump may be infected. Patient stated the tissue around and above the pump was red tender to the touch and very swollen. Patient stated she was considering going to the emergency room (ER) because the managing physician was out of town. Then patient stated the reason for call was she was getting service code 338 and was wondering if that could be causing the pump to stop working or be the cause of the increase in pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were in terrible pain for 3 months and they were not getting any relief from the pump. The patient asked if the pump was supposed to help when they had pain. The patient stated that they have stenosis and that was why they had the pump implanted. The patient mentioned they were having different pain and two different doctors had looked at the cat scans and x-rays and they were giving the patient different things. The patient stated that their healthcare provider increased the medication but that was not helping.